Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient reported no visual alerts on g5 mobile app occurred. Data was returned and evaluated. The reported event of a no audio alert on g5 mobile app was confirmed via data. A probable cause could not be determined. No additional event or patient information is available.